Manufacturer narrative:
Concomitant products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3998, lot# v007781, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).

Event description:
It was reported that a patient was having to charge their device more often. It was stated that they typically charge every month to 1.5 months. Starting between 5-6 months ago the patient started charging their device every "couple of weeks". It was stated that the patient was not using stimulation at a higher setting or more often than he was in the past. It was stated that the battery was implanted in 2003. It was stated that the patient was seeing a picture of a doctor on his screen, but did not know what the code was. Later that same day the reporter stated that the implantable neurostimulator (ins) was implanted in 2003, but the company device registry indicated that the device was implanted in 2005 and that it was not manufactured until 2005. It was stated that the ins was "not holding a charge" and there was a "call your doctor" screen. Additional information received from the health care provider (hcp) reported that the cause of the event was "routine end of service for the generator". It was stated that the implantable neurostimulator was "8 years old". A replacement was scheduled for (B)(6) 2013. It was reported that there was no patient hospitalization due to the event. It was later reported that the implantable neurostimulator (ins) battery was dead. The patient stated that stimulation stopped/the ins stopped taking a charge or working about one to one-and-a-half weeks prior to (B)(6) 2014. It was noted that there was a loss of therapeutic effect. It was noted that ¿about a year¿ prior to (B)(6) 2014 or ¿last year¿ the patient had to charge more often. The patient noted that at that time they used to charge every two or three months and then had to charge the ins weekly. The patient stated since that the then ins would ¿turn on and off when it wanted to without using external devices.¿ the patient stated that had seen an end of service (eos) and ¿question marks, exclamation marks etc.¿ the patient stated at ¿that time¿ the manufacturer representative told the patient that they had a ¿10 year battery¿ and that ¿the ins lasted no less than 10 years and ¿he¿ was not worried.¿ it was reviewed that there was no record of this in either call recording. The patient also stated that they were told that ¿the battery did not do that¿ and ¿that battery was a 10 year battery and nothing less was acceptable.¿ the patient further stated that they were told ¿it did not go out and it did not go bad.¿ it was reviewed with the caller that longevity was up to nine years. The patient stated the healthcare professional (hcp) told the caller they would call patient back in one or two weeks to schedule an ins replacement. The patient stated that they called the hcp office back three months later and was told it/patient situation was not an issue. The patient stated that they said ¿bad things¿ to the staff person and had a disagreement. The patient stated that their spouse had been calling back and forth to (b)(\6) and was not ¿getting anywhere.¿ the patient stated that the hcp staff stated ¿it was not a big deal, it was not an issue¿ and that they would ¿get to the patient when they were able.¿ the patient stated the hcp did not want to do it unless they could ¿profanity and talk to [the patient].¿ the patient stated at that time the ins battery was functioning ¿profanity.¿ it was noted that the doctor dismissed the patient or the patient dismissed the doctor. Additional information was requested but was not available at the date of this report.